Manufacturer narrative:
MFR received date: 05nov2019. After numerous attempts to obtain information on the repair of this device and patient use with no response, this complaint is being closed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23aug2019.

Event description:
The customer reported the unit was alarming that it was running on back up battery then shut down. There was no patient or user harm reported.